Event description:
The customer stated four patient samples generated (B)(6) results on the architect i2000sr analyzer. The samples were sent to a reference laboratory where they generated (B)(6) results with the icma method. There was no impact to patient management reported. An evaluation has determined that elevated (B)(6) patient results, or elevated out of range high negative quality control results for architect (B)(6) may occur when the assay is run directly following the architect (B)(6) assay. A product correction letter was sent to the customer.

Manufacturer narrative:
(B)(4). Upon further review, the customer's issue is no longer associated with remedial correction 2623532-1/4/10-001-c and has been unassigned.

Manufacturer narrative:
(B)(4), evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(6) assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the (B)(4) which has a reduced potency that affects the architect (B)(6) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for (B)(6) results and increases arch (B)(6) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.